Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) screen went dark. The customer attempted several time to reboot the pump. Finally the iabp turned on again and then the iabp was replaced with another to continue therapy. No patient injury or harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified customer's complaint of pump shutdown after five days of continuous pumping. The fse disassembled the unit and inspected all pcb and cables, and no issues were found. However, he found that the iabp would shutdown or go into system failure when heat was applied to the solenoid driver printed circuit board (pcb). The fse replaced the solenoid driver pcb, and after it was replaced, the iabp operated continuously for two weeks without issue. The fse then replaced the expired safety disk, performed preventative maintenance. Full calibration, functional testing and safety checks were passed within factory specifications. Per recommendation of upper management, the iabp was to operate for an additional two weeks and the gasket kit retrofit field action was also completed during this time. No issues were found after the additional two weeks of test run and all functional tests were again performed and passed as per the service manual. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) screen went dark. The customer attempted several time to reboot the pump. Finally the iabp turned on again and then the iabp was replaced with another to continue therapy. No patient injury or harm was reported.